Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, it was reported the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, the customer reloaded the same cartridge without going through the load process and continued to use the pump for insulin therapy. Customer¿s blood glucose was 141 mg/dl.